Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seizures is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Clinic reported having a patient that had been injected with unspecified juvéderm® voluma® by an injector. During the injection, the patient had a seizure that required an ambulance transfer to hospital and the injection was unable to be completed. The patient is now fine.